Event description:
A malfunction was reported on the pump by the customer. This issue caused the customer's blood glucose level to exceed 500 mg/dl; the specific high value was not known but displayed as "high." The customer attempted to correct the high blood glucose with a correction bolus via the pump. Technical support resolved the issue by arranging to send a replacement pump and provided instructions for returning the malfunctioning pump. The customer confirmed their understanding of the storage and shipping procedures.